Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿292.160.01, k-wire ø1.6 l150 sst¿ has broken. The root cause cannot be established for this issue. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of embedded device. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the k-wire ø1.6 l150 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part: 292.106.01-15, lot: 50772p2, manufacturing site: balsthal, release to warehouse: 10-feb-2025. A DHR evaluation was performed for the finished device article #292.106.01-15, lot #50772p2, and no non-conformances were identified. Assessment performed by (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. When using the k-wires, they broke, leaving fragments inside the patient's bone. An attempt was made to remove the fragments, but it was not possible and the doctor decided to leave them inside the bone. The surgery was successfully completed, without discomfort to the specialist and without alterations in surgical times. During and after the surgery was completed, the patient's condition was stable and without any additional complications.